Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the asem. Need. 24 x 1. The following information was provided by the initial reporter: "we found many impurities on the body of needle. These impurities cause irritation when applying needle inside the patient."

Event description:
It was reported that foreign matter was found on the asem. Need. 24 x 1. The following information was provided by the initial reporter: "we found many impurities on the body of needle. These impurities cause irritation when applying needle inside the patient."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0132340 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Eleven physical samples were microscopically examined and no signs of needle burrs were observed. Through visual inspection of the five picture samples, two pictures revealed some type of impurity on the cannula component; however, the pictures are not clear enough to confirm the exact issue. Based on the investigation results, an exact cause related to the manufacturing process cannot be determined for this incident.